Event description:
The customer reported that the display on their unit doesn't work. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the display on their unit doesn't work. There was no report of pt involvement. The unit was evaluated by a philips field service engineer and the symptom was verified. The issue was resolved by replacing the display and keyscan pca. Because multiple parts were replaced we are unable to determine the cause of the malfunction.